Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-mar-2026, it was reported by a facility representative via (B)(4) that an ar-8400td torpedo broke inside the shoulder joint. This was discovered during a procedure with no patient harm reported. The surgical team was able to retrieve some of the fragments but could not locate every piece. An intraoperative x-ray was taken to confirm that no fragments remained inside the joint. Additional information has been requested.